Event description:
When attempting to "insert the camera" <sic> into the pt through the camera port incision, the right channel of the camera went out. The pt incision was closed and the planned surgical procedure was rescheduled for a later date. No pt harm was reported.